Event description:
It was initially reported by the company rep that during the pt's transfer in the sling, the pt fell down due to wrong size of the sling usage - too large. As a consequence of the event, the pt received a simple bump to the head with hematoma. It was indicated that the pt was sent to the emergency room. MFR ref # 9611530-2014-00059.